Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2022 recorded 8 measurements of the pacing impedance 200 ohms. The provided iegm episodes were inspected showing artifacts on the rv channel on (B)(6) 2023 which led to the reported oversensing as well as an ICD charging cycle with aborted shock. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. However, the integrity of the lead cannot be assured. Should additional relevant information or the devices themselves become available for analysis, the investigation will be updated.

Event description:
It was reported that oversensing was noted on the right ventricular lead approx. 85 months after the implantation. The pacing impedance was low (<200 ohm). The associated ICD was exchanged and the lead remains active.